Manufacturer narrative:
Block e1 event site name : (B)(6) hospital. Block e1 name : (B)(6). Block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) is not working in 1:1 condition. There was no patient involvement.

Manufacturer narrative:
Updated fields- b4, g1, g3, g6, h2. Corrected fields- h6 (problem code).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. The issue was reproduced. The equipment was presenting failure in cycles on scales of 1:1, 1:2 and 1:3. Problem only started to happen after about 1 time in use and it did not display in the error logs. At first, the set of manifolds and the plate were replaced of the solenoids but again after some time in operation the problem occurred again. The parts were replaced back into their place. After further analysis, it was found that the problem was the motherboard. After replacing the motherboard the unit operated for more than 6 hours and the problem did not return. The fse also replaced the safety disk and the 5000 hour motor kit due to being expired. The equipment was released for use after several hours of testing.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.